Event description:
The user facility reported to terumo cardiovascular systems corporation, that during cardiopulmonary bypass, the oxygenator may have experienced a failure. The fio2 was ran at 100% during the case. No known impact or consequence to the patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).